Event description:
On (B)(6) 2015, dr (B)(6) performed a laparoscopic sleeve gastrectomy with hiatal hernia repair in a (B)(6) patient. The hiatal hernia was repaired with a biodesign hiatal hernia graft, which was secured in place with protacks. The patient reported post op pain and dysphagia without improvement. Details regarding the severity of the patient's pain and dysphagia were not provided and only described as lasting beyond the usual post-op period. A laparoscopic revision surgery was performed on (B)(6) 2015. The surgeon indicated the patient was found to have had an inflammatory reaction to the graft. The pain and dysphagia were reported to be secondary to this inflammation. It is unknown to the manufacturer what procedure was performed during the revision surgery. The graft remained implanted in the patient. The patient's current status is unknown to the manufacturer.

Manufacturer narrative:
Investigation evaluation: investigation into this feedback included a review of the feedback details, communication with the associated cook sales representative, a review of the biodesign hiatal hernia graft IFU fp0032-03g, and review of the feedback with the incident investigation committee. Summary of investigation findings: the root cause of the reported inflammatory reaction is inconclusive. An inflammatory can be influenced by, but not limited to, the patient's underlying condition and surgical technique. The biodesign hiatal hernia graft IFU lists acute or chronic inflammation as a potential complication that is "possible with the use of surgical graft materials" and lists structure formation as one of the complications "associated with use of graft materials in hiatal hernia repair."